Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator shut down. When it is on for a while it just shuts off. It is unknown if the unit was in use on patient.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair . The service history record was reviewed and no repair information was found.